Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an overdischarge, a power on reset (por) condition occurred. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.